Event description:
It was reported that the spinal cord stimulation (scs) was no longer functioning as intended. The patient underwent spinal cord stimulation (scs) explant procedure. Patient was doing well with no issues postoperatively. The explanted device was not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-70, serial number: (B)(6), batch/lot number: 19335555, model/catalog description: artisan lead 70 cm, unique identifier (UDI) #: (B)(4).